Manufacturer narrative:
Upon further review of this case, it was noted that this case is a duplicate of a case reported earlier, under MFR report 1119421-2016-01654. Please refer to that earlier report for this reported event. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a negative experience with the preloaded intraocular lens (iol) system that resulted in a patient injury. The system was reported as faulty. Additional information was requested.